Event description:
It was reported that the rv lead was explanted due to multiple inappropriate shocks caused by oversensing, and an apparent lead fracture. A varying impedance trend was also noted. No further patient complications were reported as a result of this event. Lead was returned with additional information noting high impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. It was reported that the rv lead was explanted due to multiple inappropriate shocks caused by oversensing, and an apparent lead fracture. A varying impedance trend was also noted. No further patient complications were reported as a result of this event. Lead was returned with additional information noting high impedance. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate impedance, low.